Manufacturer narrative:
Device evaluated by manufacturer - the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. There was a complete circumferential tear of the balloon. There was a longitudinal tear in the distal end of the balloon; the longitudinal tear was connected to the circumferential tear. The inner shaft was detached at the bond that joins the inner and outer shaft components. The inner shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The proximal markerband was detached from the inner shaft and inside the proximal portion of the balloon. The markerband detachment most likely occured due to elongation and separation of the inner shaft. Magnified inspection confirmed there were no sharp edges on the markerband that could have contributed to the balloon damage. The reported balloon burst and separation were confirmed; however, there was no evidence that this was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture and detachment occurred. The 60% stenosed target lesion being treated was located in the severely tortuous and moderately calcified left common iliac artery. The 10.0x40mm 135cm sterling balloon was advanced and inflated to 16 atms and the balloon burst on the first inflation. The balloon was pulled back into the sheath but a section of the balloon detached. The detached section of the balloon was successfully snared. Physician felt that the lesion was adequately dilated following the inflation to 16 atms so it was decided not to follow up with any additional balloons. No patient complications were reported the patient status is fine.

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture and detachment occurred. The 60% stenosed target lesion being treated was located in the severely tortuous and moderately calcified left common iliac artery. The 10.0x40mm 135cm sterling balloon was advanced and inflated to 16 atms and the balloon burst on the first inflation. The balloon was pulled back into the sheath but a section of the balloon detached. The detached section of the balloon was successfully snared. Physician felt that the lesion was adequately dilated following the inflation to 16 atms so it was decided not to follow up with any additional balloons. No patient complications were reported the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).